Event description:
A home patient called the baxter technical service center to report a leak from a hole in the patient line of the homechoice set in dwell 1/4 of apd therapy on the homechoice machine. Patient discontinued treatment immediately and set up with all new supplies to complete apd therapy. Per patient's rn, no patient injury or medical intervention occurred as a result of the incident.